Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported two cartridges that had stress marks. There is no reported patient injuries. Additional information was requested.